Event description:
It was reported to boston scientific corporation that approximately two weeks after placement of a one step button, enteral feeding device, the device leaked. The patient's gender and age are unknown. The device was returned to boston scientific in two pieces. Information concerning the cause of the torn device has been unobtainable. The patient's condition after the event is unknown.

Manufacturer narrative:
(B)(4). This device has been received and evaluated by the manufacturer. A visual evaluation found that the button shaft had been torn in two pieces. A functional evaluation found that the device would leak due to feeding residue. The residue was cleared away and the device functioned as intended. A review of the device history record was performed and revealed no anomalies. Customer complaint of leakage issue was confirmed. (B)(4).